Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been hospitalized due to a car accident; no major injuries occurred. Customer did not recall what happened prior to the accident. Paramedics reported a blood glucose (bg) of 20 mg/dl. Cause of low bg was not known. Customer could not recall the type of hospital treatment. Customer was discharged on (B)(6) /2018 with low bg resolved. Healthcare provider (hcp) reported no "obvious mistake in pump programing, no alerts/alarms or temporary basal setting." Hcp was investigating other health issues and reverted the customer to manual injections for insulin therapy.

Manufacturer narrative:
Tandem technical support reviewed pump data to ensure that all insulin delivery was intentional before the reported low blood glucose occurred. Data review showed all bolus and fill tubing events the day prior and day of the reported event were found to have been preceded by a successful screen unlock.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) level was not entered into the pump on (B)(6)2018. The user allowed the continuous glucose monitor (cgm) sensor to expire on (B)(6)/2018 and did not begin a new sensor session. Based on customer's daily basal and programmed boluses, there were no obvious requests or deliveries that would cause bg levels to drop. Complaint could not be confirmed. Allowing the cgm sensor session to expire prevents the user from continuously monitoring bg and potentially addressing an impending low bg. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
Customer reported via annual survey that the pump malfunctioned and over delivered insulin. Customer alleged that pump malfunction was the cause of low bg and car accident. Tandem technical support and tandem quality engineering reviewed pump data and all bolus and fill tubing events the day prior and day of the reported event were found to have been preceded by a successful screen unlock, indicating user interaction.